Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the drive support cap is flush. Advised customer to disconnect from the insulin pump. The insulin pump will be replaced. Nothing futher reported.

Manufacturer narrative:
Motor error alarm during the basic occlusion test due to faulty force sensor. Unable to perform the prime test due to motor error alarm. Motor passed motor test.